Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was residual blood in the cap of a one-link neutral luer activated device. This issue was identified during chemotherapy administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.